Manufacturer narrative:
The event reported ¿it was reported a set of pads were giving a flow rate of 0lpm. The nurse stated that she performed the troubleshooting by checking all connections and disconnecting and reconnecting the pads, but there was still no flow through the pads. Therefore, the pads were swapped with a second set of pads and therapy resumed on the second set of pads without any further issues¿ was confirmed for the reported issue. Visual inspection noted the pad was found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completely sealed. The energy connector was found free of damages, the pads were noted with sealing presence. No related manufacturing issues were noted during the visual evaluation of the pad returned. According to the test method tm7600515 the flow rate was found to be unacceptable for the right thigh pad, since the connector was found broken. The other pads the flow rate was found acceptable. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that a set of pads produced a flow rate of 0lpm. The nurse stated that she performed the troubleshooting by checking all connections and disconnecting and reconnecting the pads; however, the flow did not improve. Subsequently, the pads were replaced with a second set of pads, and therapy resumed on the second set of pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of pads produced a flow rate of 0lpm. The nurse stated that she performed the troubleshooting by checking all connections and disconnecting and reconnecting the pads; however, the flow did not improve. Subsequently, the pads were replaced with a second set of pads, and therapy resumed on the second set of pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a set of pads produced a flow rate of 0lpm. The nurse stated that she performed the troubleshooting by checking all connections and disconnecting and reconnecting the pads; however, the flow did not improve. Subsequently, the pads were replaced with a second set of pads, and therapy resumed on the second set of pads without any further issues.